Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure when the lead was connected to the pulse generator a "tick" sound was heard. When the device was placed in the patient's body, a loss of output and oversensing was noted. The physician elected to no longer use and replace the device. The patient was in stable condition post surgery.